Event description:
It was reported to manufacturer that the physician's handheld screen was freezing after the "interrogation successful" message would appear. The physician continually had to reset the handheld, which would temporarily resolve the event.